Event description:
Customer reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to turn on the device. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer by providing instructions to test the pump, and despite initial difficulty, the display eventually turned on. However, due to ongoing issues with the button, technical support decided to replace the pump.